Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received results of 73 mg/dl and 161 mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained. The customer did not indicate when the discrepant results were noticed. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 549540, expiration date 03/31/08.